Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu4194 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter occlusion occurred with the strain relief of the extension tubing during maintenance, resulting in the bursting of the extension tubing. No other information provided.